Manufacturer narrative:
The reported condition of channel a channel select key is intermittent was confirmed and duplicated. The reported condition was due to an internal channel a keypad circuit trace junction disconnection. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, CAPA-(B) (4) associated with this report. This device utilizes user interface module master software (B) (4) categorized as unremediated. (B) (4)

Event description:
On 01/04/10, during device evaluation by baxter the channel a channel select key on a colleague cx triple channel volumetric infusion pump was intermittent. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. The software for this device is currently not known.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheal stent placement procedure performed on (B)(6), 2010. According to the complainant, while preparing the stent for use, the physician thought that the stent "looked longer than it should be" and longer than the packet stated. He did not feel comfortable using the stent as he feared that it was too long and could effect the patient's vocal chords. The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B) (4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon was half way through his operation when the harmonic shears stopped working they followed the trouble shooting steps and it still didn`t work. They checked the end of the device to clean it to make sure that it wasn`t clogged with tissue and causing an error tone and when the scrub nurse wiped the tip it fell off in her swab. They opened a new device and carried on with the operation. As a result of the difficulties encountered with this device, the procedure was prolonged ten minutes. There were no adverse consequences for the patient.